Event description:
It was reported the catheter migrated. The catheter backed out of the intrathecal space and a portion of catheter was removed with a new spinal segment placed (B)(6) 2013. Additional information later received reported, the patient had a spinal leak and no real benefit from the pump. X-rays revealed the catheter had dropped from original placement. Per the reporter "nothing wrong with equipment", it looked like the anchor was pulled out of the fascia entry point when sutured down. The catheter was backed out of intrathecal space, but the anchor was still intact. The outcome was noted as ¿ patient is doing great¿. The pump was used to deliver gablofen.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).